Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician intended to use an endeavor resolute drug eluting stent. The device was inspected prior to use. Negative prep was performed.the lesion was pre-dilated. Resistance was encountered when delivering the device but no excessive force was used. It was reported that there was difficulty when attempting to remove the stent and that the device was deformed. The physician completed the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.